Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a blank display and experienced high blood glucose level of 495 mg/dl. The customer¿s blood glucose level was 495 mg/dl. Customer declined to troubleshoot for high readings. Customer states that she has an insulin pump that is completely off and customer cannot get it to turn back on. The customer was assisted with troubleshoot for blank display and customer states display is blank currently. Customer states the contacts on the battery cap are neither missing nor damaged. Customer states the spring is neither damaged nor corroded. The customer reported that display returned after pump restart. The customer was advised to power loss alarm, active insulin cleared alarm and to complete reservoir and tubing process. The insulin pump will not be returned for analysis.